Event description:
Dealer called stating that the (B)(4) manual wheelchair was allegedly received missing the torque spring in the arm along with the plug that allows the arm to lock into place. This wheelchair was to be utilized by a hospital, with multiple users, but the missing parts were discovered by physical therapy and the chair was not used. Replacement parts were sent on warranty order #(B)(4). No injury as chair was not utilized.